Event description:
Per the audiologist's report, this patient reported poor sound quality with his cochlear implant. All of his external equipment was swapped, but this did not resolve the problem. Integrity testing did not find fault with the receiver/stimulator, but did reveal abnormalities with the electrode array. Deactivating those electrodes was recommended. The surgeon explanted the device. Preimplantation plans were not reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling code.